Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-sep-2025 the user reported hyperglycemia with a bg of 285 mg/dl after a dexcom g7 sensor failure left the ilet in bg run mode until a new sensor was purchased and activated. After the new sensor completed warm-up, ilet corrections resumed and bg returned toward range. No ems or hospitalization was required.